Event description:
The reporter did meter to healthcare provider meter comparison tests, side by side with the doctor's meter. Reporter's reading was 140 mg/dl, and the doctor's meter (type unknown) was 90 mg/dl. Reporter did not have any symptoms. No harm was alleged.